Manufacturer narrative:
(B)(4). Device a was received with the electrode broken off from the instrument but returned and with the ceramic cracked. The ceramic was cracked but sections are still bonded to the lower jaw. Because of the electrode broken off, we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod. Device b was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b batch h91f2u; mfg date 6-21-2011; exp date 5-21-2013.

Event description:
It was reported that during a lavh, the electrode of the 1st device seemed to peel away when the acral part was checked via the monitor. When a nurse wiped the jaws with gauze after the device was removed from the patient, the electrode was eventually detached off. The electrode of the 2nd device was out of alignment during use. No pieces fell into the patient. The devices were used for the ligament. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the target tissue had been very stiff and the force of grasping the handle had been much higher.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.